Manufacturer narrative:
Product event summary: it was reported that the patient experienced critical battery alarms with the batteries above 10% relative state of charge (rsoc). Two batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. Log files review revealed multiple critical battery and power disconnect alarms due to communication errors; however, these alarms were not triggered by (B)(4). Additionally, several premature power switching events were observed during log file analysis due to communication errors involving both batteries. Analysis of the event file revealed one controller power up followed by a motor start event on (B)(6) 2015 at 00:19:12 and 00:19:17; respectively. Data log files do not cover the date and time of the controller power up. The controller power up event is not related to the reported event and may be due to a disconnection of both power sources. Based on the available information, the most likely root cause of the reported critical battery alarms and power switching events are most likely due to communication errors between the controller and batteries. An internal investigation is being conducted on these communication errors. Of note, the controller, (B)(4), in use during the event did not have the software master record (smr) upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system- battery / (B)(4) / model #: 1650de / expiration date: 2015-12-31 (B)(4), return date: 2015-08-12, evaluated by MFR, mfg date: 2014-12-31, not labeled for single use, (B)(4).

Event description:
It was reported that the patient experienced critical battery alarms with the two batteries at a charge level greater than 10%. The batteries were replaced. No patient complications have been reported as a result of this event.